Event description:
It was reported that the distal marker band detached from the dilator of a vena cava filter system, and fluoroscopy identified the detached marker band in the right atrium and then subsequently in a pulmonary artery branch in the left upper lobe. At this time there are no plans to retrieve the marker band from the patient. The patient was reported to be asymptomatic following the vena cava filter implantation.

Manufacturer narrative:
The event was reported via a voluntary user facility report #(B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.